Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1337 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refy1337) have been reported from the same facility in china.

Event description:
It was reported that when pre-flushing the catheter during maintenance, the connector of the catheter was not attached securely and liquid leakage occurred. After the connector was attached, no liquid leaked when the catheter was being flushed.